Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024. It was reported that patient faced an event of infusion set fell off. The infusion set had been in use for less than a day of insertion. Patient's blood glucose level was noticed 130 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.